Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation, where the pressure increased, the balloon ruptured. The device was completed with another of the same device. No patient complications nor injuries reported.